Event description:
Per the audiologist, the electrode array was not successfully inserted in the cochlear during the initial surgery. The pt's device was explanted 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report.